Manufacturer narrative:
See h6: destructive analysis identified residue in the drug flow path and identified residue in the bellows in the drug reservoir which resulted in the bellows becoming deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal morphine (unknown concentration and dose) and another unknown drug via an implanted pump for non-malignant pain. It was reported that the patient stated their pump stopped working on (B)(6) 2024. The patient stated that they woke that morning and "it stopped working". The patient confirmed that they did not hit the pump or fall. The patient was redirected to their healthcare provider (hcp) and was told that the pump was airlocked and they tried to "get air out of it" to see if they could get the pump to pump again but they were unable to. The patient was now in excruciating pain and was taking oral morphine but it was not cutting it. The patient mentioned they had surgery scheduled for july to have the pump taken out but they stated they didn't want to wait that long. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient had withdrawal due to the inability to refill the pump. They were able to aspirate drug out of the reservoir but they were not able to refill. The hcp stated that the pump was vapor locked. The pump was replaced and the pump segment. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.